Event description:
This notification is being reviewed due to a user of a dreamstation auto CPAP device with an allegation of foam particles inside the blower kit. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third-party service center for evaluation. During evaluation, visible foam particles were observed inside the blower kit. The device was not functional at the time of the evaluation. Evidence of corrosion was found in the device. There was contamination from cigarette smoke or insect infestation. The device was scrapped.